Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. In addition, it was reported that the battery compartment was cracked. Also, the yellow o-ring of the battery cap was reportedly visible at the time of the power interruption; per the instructions for use (IFU), the yellow o-ring of the battery cap should not be visible during pump operation, otherwise the pump is susceptible to power-related failures. The reporter stated that they were unable to secure the battery cap to the pump case per the IFU upon the last attempt prior to the occurrence of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned, and it was evaluated by product analysis on 04/07/2015 with the following findings: several inexplicable 'power reboot events', which can be indicative of the type of power issue that was reported, were observed in the black box data. The battery compartment was observed to be cracked from the threads to the case seal and the threads of the battery compartment and cap were found to be damaged; these device failures indirectly contributed to the reported issue. The returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU); this device failure directly caused the reported issue. The pump was unable to maintain power with the returned battery cap installed: the reported issue was duplicated. A test battery cap was used for the remainder of the analysis. The pump was exercised for 24 hours, during which no power related events were observed. The pump case was removed, and no evidence of internal damage or defect was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.